Manufacturer narrative:
Note: section e1: (establishment name) shortened from: [(B)(6)] to: [(B)(6)], due to character restrictions. The device evaluation is ongoing. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported, the xenon light source front panel was flashing. It was not confirmed, when this event took place. Additional details relating to the event have been requested, but no response has been received at this time. There were no reports of patient harm.

Manufacturer narrative:
This supplemental report is being submitted to provide the results of the legal manufacturer's final investigation. New information added to the following fields: h3, h4, h6 and h11. Since the device is more than 15 years old, the device history record was unable to be reviewed. However, olympus only releases products to market that meet all manufacturing specifications and final product release criteria. The device was returned to olympus for inspection, and the reportable malfunction was confirmed. A definitive root cause was not identified, however based on the results of the investigation, the probable cause of the malfunction would likely be a failure in the turret motor or high-intensity motor, as estimated based on the inspection results. Olympus will continue to monitor field performance for this device.